Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting procedure, balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, 99% stenosed, long lesion extending from the distal rca (right coronary artery) to the r-pav (right postero atrioventricular) measuring 2.5x30mm. Target lesion one was treated with predilation, placement of two overlapping taxus liberte stents (2.5x24mm and 2.75x20mm), and post dilation resulting in 0% residual stenosis. Moderate balloon withdrawal resistance was noted with the 2.5x24mm taxus liberte stent balloon. The balloon was removed using withdrawal of the guide catheter and the balloon pulled back after several attempts. Target lesion two was a de novo, 80% stenosed lesion of the proximal rca measuring 3.0x14mm. Target lesion two was treated with predilation, placement of a 2.75x16mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. There were no patient complications as a result of the balloon withdrawal resistance and the patient was discharged two days post procedure on asa and plavix.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Device unavailable for analysis